Event description:
It was reported that within one hour of intra-aortic balloon (iab) therapy, the console generated leak in iab circuit alarm and leak was found in the iab. The iab was replaced to continue therapy. There was no reported injury or adverse event to the patient.

Manufacturer narrative:
Event site full name: (B)(6) centre. Event site postal code: (B)(6). Event site city: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a.